Event description:
It was reported that the user experienced sustained hyperglycemia after changing the infusion set, repeatedly announcing meals without eating, disconnecting from the system, and administering 10 units of rapid-acting insulin by pen while also attempting to use meal announcements for correction. Symptoms included fatigue. Outcomes included persistent blood glucose above 320 mg/dl for approximately three hours, user-initiated subcutaneous insulin correction by pen, high glucose alerts from the device, and scheduling of additional training. No outside assistance or medical intervention was required. The investigation included review of the user-reported history, troubleshooting, and education, with assignment to additional training. The investigation revealed that the event was related to misuse of meal announcements for correction and pump disconnection during a period of hyperglycemia, while the device functioned as designed by issuing high glucose alerts. Based on previously established findings for similar reports, it was concluded that the cause was user interaction and use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.